Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 49 mg/dl. The cause of low bg was unknown. The customer received third party assistance from the school nurse, who provided glucagon nasal spray, but the customer was able to administer the nasal spray on their own to address bg. This event did not cause an injury. Recommendation was made to consult with a healthcare provider to discuss diabetes management.